Event description:
It was reported that following replacement of a 27 mm sjm valve for paravalvular leak (medwatch report # 2648612-2009-00045), this 25 mm valve was implanted. Echo showed the valve was functioning normally. The pt was relatively stable after surgery but quickly deteriorated, and died two days postoperatively.